Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and the unit was miising an 02 cell.the 02 cell was installed,nasal cannula calibtared and ran settings from the reported issue. The ncpap (nasal continuous positive airway pressure) flow was reading 18.1 l/min. With settings of 40 rate,16 insp pres, .5 insp time, 6 ncpap, and 40% fio2.the fsr took the same test equioment and tested on another avea with the same settings.the other unit had a similar reading of 17.5 l/min. There could be a possible issue with the customer circuit or nasal cannula. The customer did not have the patient circuit that the issue was reported on. Ovp (operational verification procedure)and est (extended systems test) was run and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that drop in pressure on ncpap (nasal continuous positive airway pressure) mode occurred on the avea ventilator.they have the value set at 6 cmh20 but it drops to 2 cmh20. The customer reported there was no patient involvement associated with the reported event.